Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states "do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Gently advance or retract the burr while it is in high-speed rotary motion". The most probable root cause was user/use error. (B)(4).

Event description:
Same case as 2134265-2010-05515. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 95% stenosed lesion was located in a moderately tortuous and severely calcified proximal left anterior descending (lad) artery. During the platform testing outside the body, the extra support rotawire guide wire became fractured. The fracture occurred at the mid portion of the guide wire. The procedure was successfully completed with another of the same devices. No patient complications were reported and the patient's status is good.